Event description:
Pt was admitted and was on the vapotherm 2000i respiratory gas administration device for fifteen days. At that time there was a nationwide recall on the vapotherm humidification devices due to an outbreak of ralstonia spp.